Event description:
The patient reportedly experienced a problem with external headpiece retention, in 2006, it was reported that the patient had his problem since her house was struck by lightening while she was using a toaster. The patient can only hear if she pushes down on her external headpiece. Additional magnets were used to improve retention. This only allowed the patient to achieve retention for brief periods of time. Testing indicated that the device was functioning. Skin flap reduction surgery will be scheduled and the patient's device will remain implanted.